Event description:
Review of svc data detected a reportable event. During servicing, belt sn (B)(4) was found to have a damaged connector. The last pt to use this belt did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. Upon eval, the pins in the electrode belt trunk cable connector were bent. The cause for the bent pins cannot be positively identified but was likely due to the connector being forced into the monitor while the pins were misaligned. No adverse event resulted from the defective electrode belt connector. The last pt to use this belt did not report any deficiencies.